Manufacturer narrative:
According to the report, the manufacturer field service engineer on site at the user facility changed the power source of the cautery machine from the isolation transformer to a wall power outlet, after which the isolation transformer continued to function normally for the length of the procedure.

Event description:
It was reported that the isolation transformer shut off when the physician used the cautery machine, terminating power to the monitor and causing image loss. There was no injury or other adverse health consequence to the patient.